Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. There was no product returned on this investigation. The customer reported event cannot be confirmed. Based on the information obtained, the root cause of the reported event is inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the serial number was performed. There were no investigations found, which were considered relevant to this investigation. The customer reported event cannot be confirmed. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during cataract surgery, an ophthalmic handpiece had no ultrasounds. The surgery was completed on the same day with alternative handpiece. There was no patient harm.

Manufacturer narrative:
Corrected information was provided in sections: b2 and h11. Upon further review of the available information, it was determined that the reported event (no ultrasounds) does not meet the criteria for a reportable malfunction, and the event is not likely to result in serious injury; therefore, it does not meet the reporting requirements. No further reports will be submitted under mfg report number 2028159-2025-00410. The manufacturer internal reference number is: (B)(4).